Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3641 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("device dislocation") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginal bleeding and uterine bleeding in 2022. On (B)(6) 2012, the patient had essure inserted. At an unknown time, she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. Essure was removed on (B)(6) 2022. The reporter considered device dislocation to be related to essure administration. The reporter commented: more than one essure related surgery- no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: diagnosis: endometrial curettings: fragments of benign secretory pattern endometrium. No evidence of hyperplasia, dysplasia or malignancy identified. Gross description a. The specimen is received in a formalin-filled jar, labeled with patient identifiers matching the requisition, and designated "endometrial curettings." It consists of multiple fragments of tan and hemorrhagic polypoid tissue measuring 7 x 3 x 1 cm in aggregate and is submitted in toto in cassettes a1¿a6. Final diagnosis determined by microscopic examination. Clinical history abnormal uterine and vaginal bleeding, unspecified procedure: dilation and curettage hysteroscopy preoperative diagnosis and postoperative diagnosis: abnormal uterine and vaginal bleeding, unspecified. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation". Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("device dislocation") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginal bleeding and uterine bleeding in 2022. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: diagnosis: endometrial curettings: fragments of benign secretory pattern endometrium. No evidence of hyperplasia, dysplasia or malignancy identified. Gross description a. The specimen is received in a formalin-filled jar, labeled with patient identifiers matching the requisition, and designated "endometrial curettings." It consists of multiple fragments of tan and hemorrhagic polypoid tissue measuring 7 x 3 x 1 cm in aggregate and is submitted in toto in cassettes a1¿a6. Final diagnosis determined by microscopic examination. Clinical history abnormal uterine and vaginal bleeding, unspecified procedure: dilation and curettage hysteroscopy preoperative diagnosis and postoperative diagnosis: abnormal uterine and vaginal bleeding, unspecified. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation". Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: reporter and patient information, medical history, lab data, non drug treatment added..medical device removal event was updated to device dislocation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3641 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.